Event description:
Additional information has been received reporting that more than five attempts were made to detach the coil using the instant detacher. Forced detachment was also performed. Prior to coil non-detachment, there were no issues encountered. There was no particular damage observed on the pushwire. When the pushwire was pushed and pulled several times, the coil was detached. The coil was implanted in the patient. Since the tail part remained in the microcatheter, it was pushed into the aneurysm with guidewire and implanted in the appropriate position. No patient symptoms or further complications were reported as a result of this event. The lesion characteristics were vertebral artery posterior inferior cerebellar artery (va-pica) about 5mm in size. It was noted that the vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was resistance when inserting the coil wire into the ID-1-5 and repeating the operation of detaching it several times to remove the wire. There was no resistance in the catheter. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. The catheter was an sl-10.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when taking off the axium prime coil with the instant detacher, it did not cut even after inserting the product in the wire and cutting it (multiple times), and there was strong resistance when pulling out the product in question, so this was an unusual phenomenon and it was replaced.